Event description:
After a stapler had been fired in an open sigmoid colectomy procedure, it was observed that some staples were unperformed and the tissue was only partially transected. While attempting to remove the device from the body, an opening was inadvertently made in the tissue. The opening was repaired and the procedure was completed by use of another device.

Manufacturer narrative:
The returned device was visually inspected and was found to have a damaged clamping drive clip. During the functional evaluation, the device failed to calibrate because of the damaged drive clip. The point in the procedure at which, the clamping drive clip was damaged is not known. However, as a root cause, the damage is consistent with the observed event. The company will continue to monitor for these kinds of events.